Event description:
A malfunction was reported with a pump displaying malf 24, and it could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. A replacement pump was sent to the customer by technical support, and the customer was advised to use a backup insulin pump to maintain insulin delivery. Instructions were provided for storing the faulty pump and returning it using a pre-paid label, which the customer acknowledged.